Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles in the mask and on the bed. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles in the mask and on the bed. There is no allegation of serious or permanent harm or injury. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.